Manufacturer narrative:
This product is not marketed in the u.s. Patient code (B)(4): no code available (steroid treatment). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.89mm)] (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -11.5/+2.5/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The surgeon reports iritis. Reportedly, the patient was diagnosed with an allergy to brimonidine on (B)(6) 2018. On (B)(6) 2018 she was diagnosed with rebound iritis. After beginning steroid treatment the patient is improving. The lens remains implanted.

Manufacturer narrative:
Additional/corrected information: reporter states that, while being treated for iritis, the patient developed elevated iop. This was treated with travatan z. The patient was allergic to this medication, which was discontinued and was given cosopt pf. The patient has now reportedly developed, "significant ongoing pigment dispersion, pigmentary glaucoma, with iops in the 30's despite maximally tolerated medical therapy." The patient is also currently photophobic. The icl was explanted on (B)(6) 2018; steroid increased to every 2 hours and cyclogel given for photophobia. (B)(4). Method and results codes corrected. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)